Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reports that during injection with juvéderm® ultra xc the needle disengaged and the product was lost. No injury to the patient or injector. The packaged needle was used.

Event description:
Healthcare professional reports that during injection with juvéderm® ultra xc the needle disengaged and the product was lost. No injury to the patient or injector. The packaged needle was used.

Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml received without cap nor needle. No defect observed.